Event description:
A biomedical engineer requested assistance with an event log review. The biomed had limited event info of a normal saline bolus over 1 hour; 200 ml remaining in bag as noted on equipment tag on pump. The equipment tag provided reads ¿infused ns bolus at 999 ml/hr, per machine, IV infused 1000 mls, however about 800 mls infused¿. There was no report of pt harm and no medical intervention was required. Although requested, no add¿l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer requested a lot review to investigate a possible under infusion of normal saline. The pcu event log shows that of 0.9% normal saline was programmed on (B)(6) 2011 at 1:53 pm. The infusion was programmed to run at a rate of 999ml/hr for 1 hour. The infusion completed at 2:29 pm, and 999.014ml was recorded as being delivered. Between 3:01 pm and 3:14 pm, the user changes the rate and vtbi, infusing an add¿l 115.116ml. The pump module was then selected off at 3:16 pm. The total volume that was recorded as infused was 1114.87ml. No programming errors were observed. The root cause of the customer¿s report of an underinfusion of 0.9% normal saline could not be definitively determined from the pcu event lot review alone and no devices were returned.